Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to verify motor error alarm, failed battery test alarm, battery out limit alarm, bad battery alarm and perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received numerous alarms. The customer stated that her blood glucose reached 400 mg/dl at one point. The customer's blood glucose was 242 mg/dl at the time of incident. The customer stated that she slept with the insulin pump under her body. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.